Manufacturer narrative:
(B)(4) date sent: 8/4/2025 d4: batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Additional information was requested and the following was obtained: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. All the information is "not clear." Although the surgery was performed at this facility, the patient is currently at another hospital, making it difficult to obtain further information. Please provide a timeline of events. I certify that all information that are known/available has been disclosed. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during an unknown surgery, the patient underwent the surgery at (B)(6) medical center and was discharged. The patient was transferred to (B)(6) hospital for rehabilitation treatment. A leak occurred from the anastomosis at that time, and the doctor in charge at (B)(6) hospital contacted the sales rep. There was an inquiry as to whether there were any device-related factors other than patient-related factors. There was no inquiry about this event from the doctor at (B)(6) medical center. The patient's condition is stable. As this was reported from the hospital where the patient was transferred, it has not been possible to confirm that any device other than the echelon was used. At (B)(6) medical center, the echelon could be either an echelon+ or 3000, so the anastomosis instrument and surgical procedure are also currently being confirmed. Another device was used to complete the case. No device will be returning. No further information is available.